Event description:
It was reported that acute thrombosis occurred. The occluded target lesion was located in the coronary artery. A 3.00 x 38mm promus element plus drug-eluting stent (des) was advanced and deployed for treatment. The procedure was completed and the patient status was stable. Post procedure, the patient had acute thrombosis. No further patient complications nor injuries reported. It was further reported that the patient presented with stable angina and atherosclerotic coronary heart disease. The patient was given 100mg aspirin and 75mg clopidogrel antithrombotic. The angiography showed diffuse lesion in the right coronary artery (rca) with 80-90% stenosis, the timi flow was 3. A 2.50x32mm promus element plus des, a 3.00 x 38mm promus element plus des, and a 3.5*24mm non-bsc stent were placed in the rca. Reexamination with angiography showed the stents were released well and adhered to the vascular wall, no tear or dissection was observed in endarterium. Distal timi flow was 3. The patient had sudden chest tightness, chest and back pain post procedure. The patient was given aspirin and ticagrelor and emergency angiography was performed which showed the total stent occlusion in proximal rca, the stent thrombosis was noted. Revascularization was performed. The angiography post procedure showed no endovascular tear or dissection and the event was considered recovered after the procedure. The patient was treated with antiplatelet medication post procedure, and did not have diabetes or other diseases that could easily lead to thrombus.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that acute thrombosis occurred. The occluded target lesion was located in the coronary artery. A 3.00 x 38mm promus element plus drug-eluting stent was advanced and deployed for treatment. The procedure was completed and the patient status was stable. Post procedure, the patient had acute thrombosis. No further patient complications nor injuries reported.